Event description:
It was reported that the patient had some bruising near the pump pocket area. The skin over the pump appeared thinner and a little tight. There was no reported injury or trauma to the pump pocket area. The pump pocket was revised in 2008. The pump was used to deliver morphine 1mg/ml with a daily dose of 0.25mg. The patient outcome was reported as a non-serious injury/illness.